Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, a cable was identified as being broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found abrasion marks on the rim and face of the instrument's idler pulley, where the broken grip cable was routed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, if to recur could cause or contribute to an adverse event.